Manufacturer narrative:
The cartridge has not been returned to animas. If the cartridge is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a loss of prime issue. The reporter was unable to provide any additional information. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue remained unresolved.